Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) noticed that the wireless foot switch (wfs) intermittently lost connection. The wi-fi indicator led was off and the color of the battery indicator led on the wfs at the time of occurrence was green. A new wfs and base station were ordered and sent to the customer. The in-house biomedical engineer installed the new wfs and base station. The returned wfs has been analyzed. The analysis of the confirmed the reported issue. After the replacement of the wfs and base station, the system has been returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in medical device correction z-0476-2022, but it is related to internal malfunction. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that wireless foot switch was not working. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.